Event description:
It was reported that during a routine visit at a general cardiology office, the healthcare provider observed that the insertable cardiac monitor had pushed through the incision site and was partially outside of the pocket. The healthcare provider removed the insertable cardiac monitor in the office using forceps, applied topical antibiotic ointment, covered the site with a bandage, and discharged the patient home with a plan for re-implantation at a later time. No additional adverse patient effects were reported.